Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was receiving ineffective stimulation. As a result, the patient underwent surgical intervention regarding the issue on (B)(6) 2016; however, it is unknown what occurred during the procedure. No additional information is available at this time.